Event description:
New information states that the patient was referred to a different hospital for a lead revision. However, the hospital felt there was insufficient evidence to warrant a lead revision at the time. The impedance has consistently been high but stable. Dft testing was discussed. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room after receiving a vibratory alert. The patient was assessed and sent home. Subsequently, high out of range, high voltage lead impedance was observed, trough remote transmission, on the right ventricular lead. Programming changes were made. Patient was in stable condition.